Event description:
It was reported that during implant attempt, when the lead was screwed into the device could not get impedance lower than 3,000 ohms. The physician indicated that it felt like the screw was stripped. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.